Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use on 07-may-2024. The blood glucose level was 330 mg/dl at the time of event. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.